Event description:
It was reported that the ventilator's user interface holder was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's user interface holder was defective. The ventilator was investigated by our field service engineer on-site and the defective user interface holder was confirmed. A quotation was provided to the customer however, no information whether the part was replaced has been received. No service report or pictures was provided and no parts has been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).